Event description:
Abnormal cells found outside of 22 fields of view (fov). No trigger cells were present within 22 fov to prompt an autoscan of the entire slide. No delay in pt diagnosis as the cells were found during qc.